Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/ valve leak and/or damage: observed an opening on anterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported a left side deflation. Healthcare provider noted that "hole in valve" and "hole on valve side". The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: deflation: no observed deflation on the device. Valve leak and/or damage: no observed valve damage. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a4, b5, d1, d4, d9, h3, h4, h6

Event description:
Healthcare provider additionally reported "hole in valve" and "hole on valve side".